Event description:
It was reported that the bd¿ phlebotomy sharps collector lid did not shut properly nor remain closed during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the sharps collector's temporary lid that does not shut properly. The customer reported as follows: the temporary lid does not remain shut. It is difficult to handle the product because used products disposed of inside pop out when it falls."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ phlebotomy sharps collector lid did not shut properly nor remain closed during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the sharps collector's temporary lid that does not shut properly. The customer reported as follows: the temporary lid does not remain shut. It is difficult to handle the product because used products disposed of inside pop out when it falls."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received. The DHR review process could not be performed to review if there were any reported issues such as the temporary lid not closing properly, as the lot number was not provided. A review of the ncmr¿s was performed; the result showed that no temporary lid issues were reported for the same part number throughout the last twelve months. According with this investigation there is not enough information provided from customer like pictures or samples to determine the root cause of this issue, however in the report mentions that the lid does not remain shut after they disposed the first needle. This is a known issue received from japan where from previous complaints investigations, it was found that the temporary closure characteristic it¿s not being evaluated during the inspection process performed by quality since there is not a requirement as part of customer specification, it means that there is no functional test established to the temporary closure feature, nevertheless in order to discard a malfunction on this sku, an engineering study was performed due to the negative trending reported from japan to evaluate functionality on temporary closure, obtaining the following: after 24 hours, none of the tested lids went open by themselves. All the tested parts require a minimum force greater than 1.5lbf to disengage the temporary closure. All the material met the expected results. Based on the result of this investigation, this is not failure mode related to the manufacturing process because the issue reported is a functional test not required by customer specification, therefore neither is evaluated within the process inspections, however, as part of this investigation and due several complaints received, an engineering study was performed to evaluate the functionality of this feature (temporary closure), the results of this es was that the events reported by the customer are not present or were not able to be replicated under controlled test for the existing production parts, therefore, it can be concluded with (B)(4) that the parts producing doesn¿t open by themselves and its required to be applying a force minimum of 1.5lbsf to be opened.